Manufacturer narrative:
Requested clinical isolate from user for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval codes: conclusions; overall oxacillin performance of dried pos panels is acceptable.

Event description:
Single account reported to dade behring that they observed a clinical s. Aureous isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on a secondary method mrsa screen agar) for the clinical isolate. There was no report of adverse health consequences to the pt as a result of the false susceptible results being obtained. Clinical isolate no longer available to be submitted by the account for testing by dade behring.